Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: how long was the delay? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - was there any change in the patient¿s post-operative care due to the prolonged procedure? - was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a left breast mass resection under local infiltration anesthesia procedure on (B)(6) 2024 and suture was used. During the procedure, the patient underwent surgery from 14:40 to 16:35 after discovering a left breast mass for more than 20 days. The doctor needs to use suture to suture the incision for the patient during the operation. During the suture process, the problem of pulling off suture needle happened and could not be used. Another suture was replaced, and the suture was continued. The incident resulted in increased patient suffering, prolonged surgery time, and increased patient costs. No adverse patient consequences were reported. Additional information was requested.